Event description:
Event desc: the patient presented with a nasogastric tube. While flushing the tube with water, the patient was coughing. Placement of the tube was checked however no aspirate was obtained. The tube was removed and found to have broken in half. The doctor was informed. The patient received an xray. The remaining tube was seen in the nasopharynx. The remainder of the tube was removed without incident via endoscopy.

Manufacturer narrative:
No injury was reported. The sample has not yet been returned and no lot number has been reported. Without the sample or lot number it is unclear what caused the tube to break, thus no definitive conclusion can be drawn.